Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient went to the emergency room due to having issues with cassettes; beeping and displaying "high pressure." She stated she was having chest pain and lightheadedness. Date and length of emergency room stay was unknown. Side effects resolved. Patient is unsure if product complaint contributed to side effects experienced. No other information available. The reported product fault occurs while in use with the patient.